Manufacturer narrative:
Evaluation summary: the hawkone system was received for evaluation. The hawkone system was visually examined. A kink just distal of the strain relief was noted. The distal assembly was examined: a small amount of biological material was protruding out of the distal assembly. The protrusion runs parallel to struts of the distal assembly. Per the initial report the technician noticed trouble packing and activating the device. The device was removed with no issue. Bulging and rupture of the nosecone was observed. The guidewire lumen of the distal assembly did not exhibit any evidence of guidewire prolapse. The customer experience of the hawkone having tip damage was confirmed. The returned device for investigation exhibited an expansion of the tecothane coating on the distal assembly.

Event description:
The physician was attempting to use a hawkone with a 7f sheath and a 014 guidewire as per IFU in the right mid sfa. Artery diameter was 6mm and lesion length was 5cm. The plaque lesion had little tortuosity, little calcification and 80% stenosis. The vessel was pre and post dilated. Device was used appropriately in a straight forward manner. Technician noticed trouble packing and activating device. Device was removed with no issue or embolization. However, bulging and nosecone rupture observed. Case was finished with a new h1-ls. No negative effects on patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.